Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open when customer was trying to issue medication. A technical support specialist remoted into check, logged the customer out, and tss logged in. Navigated to the populate buttons menu and tested the drawers; all were functioning as expected. Then had the customer try again, and this time it worked. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer unable to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.